Manufacturer narrative:
Please note that device reported is an optease/trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt with the apex against the ivc wall, there was a 3mm aortic, 3mm small bowel and 3mm mesenteric perforation. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, the patient was treated with an optease vena cava filter but the filter subsequently malfunctioned and caused injury, damage, including, but not limited to there is specific evidence that the filter was tilted with the apex against the ivc wall, there was a 3mm aortic, 3mm small bowel and 3mm mesenteric perforation. As a direct and proximate result of these malfunctions, the patient suffered life threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt with the apex against the ivc wall, there was a 3mm aortic, 3mm small bowel and 3mm mesenteric perforation. The patient reported becoming aware of the events approximately eight years and five months post implant. The patient also reported chest pain related to the filter. According to the implant record the indication for the filter implant was a history of coagulopathy appearing for bilateral hip surgery and was considered at high risk for pulmonary embolism. The filter was placed via the right groin and deployed just below the level of the renal veins within the inferior vena cava. An initial inferior venacavagram was obtained, demonstrating a normal caliber ivc and the location of the origin of the renal veins. There was no evidence of a duplicated inferior vena cava or evidence of thrombus within the infrarenal inferior vena cava. The patient tolerated the procedure well. Approximately eight years and five months post implant, the patient underwent a computerized tomography (CT) scan indicated for abdominal pain. The scan noted an ivc filter. The product remains implanted and therefore not available for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the events. Without images available for review the reported events could not be confirmed or further clarified. Chest pain does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Per the implant records, the patient was reported to have a history of coagulopathy appearing for bilateral hip surgery and was considered at high risk for pulmonary embolism. The right groin was sterilized prepped and drape. Ultrasound imaging was used to assess venous patency of the inferior vena cava (ivc), and a micro puncture catheter set was used to gain access to the ivc utilizing the seldinger technique. A guide wire was placed through a micro sheath and advanced into the mid inferior vena cava. An initial inferior venacavagram was obtained, demonstrating a normal caliber ivc and the location of the origin of the renal veins. There was no evidence of a duplicated inferior vena cava or evidence of thrombus within the infrarenal inferior vena cava. Under direct fluoroscopic guidance, an optease ivc filter was then deployed just below the level of the renal veins within the inferior vena cava. The patient tolerated the procedure well. About eight years and five months post implant, the patient underwent a computerized tomography (CT) scan indicated for abdominal pain. The scan noted an ivc filter and a small hiatal hernia. According to the information received in the patient profile form (ppf), the patient reports perforation of filter struts into organs, tilting of the filter and a 3mm aortic, 3mm small bowel and 3mm mesenteric perforation, becoming aware of these events approximately eight years and five months after the filter implantation, and further experienced chest pain related to the filter.